Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment (specific date not reported). Subsequently, the patient underwent a revision surgery in order to remove and cauterize the excess skin on (B)(6) 2022.